Event description:
Clearlink primary tubing was found severed in sterile, intact packaging. One of our nurses obtained primary clearklink tubing from our supply closet. The outer packaging was completely intact. When she went to prime the tubing, she noticed that the tubing was actually sliced apart. The lot number is r21i27082. Other tubing with the same lot number was checked by unit staff and did not appear to be severed.